Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient harm/injury." (No consequences or impact to patient). Product problem(s): "loss of vacuum near end of case." (Aspiration issue). The customer reported: we were almost to the end of the case and the probe loss vacuum. We opened a new pak and replaced the probe only and finished the case just fine. No patient impact was reported. Additional information was requested.